Event description:
It was reported that there was an "incident" with a mayfield skull clamp. The incident was not described, however, the pt incurred a "scratch". Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.